Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify no excessive no delivery/occlusion alarm due to motor error alarm. Device received with cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot, missing end cap sticker and loose drive support disk. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer had high blood glucose level of 519 mg/dl. Customer was treated with manual injections. Customer stated that the insulin pump had motor error alarm as well as no delivery alarm. Customer was able to complete rewind. Customer stated that the drive support cap was normal. The insulin pump will be returned for analysis.